Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient (B)(4) experienced a loss of stimulation. Diagnostics indicated high impedance readings. Surgical intervention took place on (B)(6) 2016 and the lead was explanted and replaced and the issue was resolved.